Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed the normal threshold, although the exact value was not provided, other than being indicated as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not need assistance from a third party. Although a fault ID could not be confirmed due to the issue occurring in the past, technical support arranged for a pump replacement as prompted by their procedures, noting that a replacement was already scheduled for another issue. Customer reverted to an alternative method of insulin therapy.